Event description:
Doctor reported fracture of prosthesis screw at tooth site 46. Implant was removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Implant bost410, lot number 2120035071. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.